Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards field clinical specialist, during a transcatheter aortic valve replacement procedure in a patient with heavy leaflet calcium, a 26mm sapien 3 ultra valve was successfully implanted at 95/100; however, the large amount of calcium on the right and non-coronary cusps caused the valve to foreshorten on the left cusp with an implant of 100/0. There was mild/moderate aortic insufficiency and perivalvular leak post deployment of this first valve. The physicians decided to place a second 26mm sapien 3 valve. Transthoracic echocardiogram and angiography showed no aortic insufficiency and trace perivalvular leak after the second valve was deployed with a mean gradient of 6mmhg. The patient did well post procedure.

Manufacturer narrative:
Updated b.4, g.3, g.6, and h.2. Corrected h.6 health effect impact code to a more accurate code. Corrected h.6 type of investigation, investigation findings, and investigation conclusions based on investigation closure. The valve was not returned for evaluation. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. The IFU and procedural manual were reviewed. Device migration or malposition, paravalvular or transvalvular leak, and valve regurgitation are all listed as potential risks associated with the use of the valve, delivery system, and/or accessories. No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no device problem was identified affecting distributed product, no pra is required. Additionally, since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions are required. The valve malposition, central regurgitation, and pvl were unable to be confirmed due to unavailability of relevant imagery/medical report. A review of the DHR did not indicate any manufacturing nonconformance that could have contributed to the reported event. A review of the IFU/training materials revealed no deficiencies. As reported, ''the large amount of calcium on the right and non-cusps caused the valve to foreshorten on the left cusp with an implant of 100/0. There was mild/moderate ai and pvl post deployment of this first valve.'' In this case, the patient's native annulus had a large amount of calcium. It is likely that the deployed valve caught on the calcification during deployment, leading to valve to foreshorten on the one side, resulting in malpositioned thv. As such, available information suggests that patient factors (calcification) may have contributed to the complaint event. Since the deployed valve was malpositioned, the deployed valve's pvl skirt could not be fully sealed against the target site, resulting in paravalvular leak. As such, available information suggests that procedural factors (malpositioned thv) may have contributed to the complaint event. In this case, deployed valve was malpositioned or canted within the target implant situ, and paravalvular leak was observed. Paravalvular leak could decrease the central blood flow back pressure, leading to insufficient pressure to close the leaflets, resulting in central regurgitation. In addition, malpositioned thv or canted thv within the target situ could have suboptimal valve leaflets coaptation, resulting in further central regurgitation. As such, available information suggests that procedural factors (malpositioned thv, pvl) may have contributed to the complaint event.